Manufacturer narrative:
The event occurred in india during treatment. It was reported that a patient was put on va ECMO on (B)(6) 2025. On (B)(6) 2025 abnormal noise was coming from the hls set. Firstly, the cardiohelp device was replaced, which did not solved the reported noise. Therefore, the hls set was replaced and the reported noise was resolved. There was no flow, gas exchange or pressure issues during the reported event. No harm to any person has been reported. As the hls set was replaced during treatment, a report is required. New information was received on 2025-12-15 that the hls set was primed on (B)(6) 2025 at 3.30pm and the noise first appeared on (B)(6) 2025 at 6.30pm. The anticoagulation was initiated at 3.40pm with 5000 iu of heparin. No value anticoagulation value as noted from customer side. The tubing path had no kinks and further no clots or abnormalities within the oxygenator were observed by the customer. The patient was not mobilized prior to the noise. Following patient information was shared: male, 198lbs, 165cm, 82years. The affected product is not available for technical investigation; therefore, the exact root cause remains unknown. However, a medical consultation was performed by getinge medical affairs with following conclusion: "the reported event concerns abnormal audible noise originating from the hls set during va-ECMO support. The patient was placed on va-ECMO on (B)(6) 2025, and the noise appeared on (B)(6) 2025 at approximately 18:30. The cardiohelp console was exchanged without resolving the issue; the noise persisted until the hls set was replaced, after which the problem was resolved. No deterioration in flow, gas exchange, or pressures was reported, and no harm to the patient occurred. The product was discarded and is not available for physical investigation. According to the customer¿s responses, the hls set was primed on (B)(6) 2025 at 15:30 and connected to the patient the same day. Anticoagulation was initiated at 15:40 with heparin 5000 iu; act at the time of the event was 215 seconds, while platelet count was not documented. The tubing path was checked and found without kinks, and no patient or device movement occurred prior to the onset of noise. No visible clots or abnormalities were observed in the oxygenator before disposal. Blood gas data provided included hb 10 g/dl and hct 29.7percentages. The console was excluded as a source of the noise since the issue persisted after console exchange. During the event, the patient remained stable, and corrective action was taken promptly by replacing the hls set in accordance with the instructions for use. Potential hazards associated with such noise include hemolysis due to mechanical vibration, thrombus formation within the oxygenator or pump, and cavitation phenomena. However, no evidence of hemolysis or flow compromise was reported. Possible root causes include a mechanical phenomenon within the hls set, such as rotor or bearing irregularity or internal component misalignment, given that the noise resolved after set exchange and the console was excluded. Alternative possible root causes include microthrombus formation despite act of 215 seconds or transient cavitation at the pump inlet, although these are less supported by the data provided by the customer. Further investigation is limited due to the absence of the device and incomplete anticoagulation and performance data. Last, patient comorbidities (e.g., aspiration of clot from deep vein thrombosis) may have contributed to the reported event. However, little details are known about the patient. In conclusion, a likely root cause may be a non-conformance in the pump rotor of the disposable module. The noise appeared to be remediated by timely replacement of the set. Additional data such as platelet count, anti-xa levels, delta p across the oxygenator, and hemolysis markers would have supported a more comprehensive analysis. While an inspection of the product may have revealed a definitive diagnosis and/or root cause of the reported event, disposal of the product precludes that conclusion or proposition. " according to the instructions of use of the hls set (chapter safety instructions for centrifugal pump) it is stated that to listen for scratching noises when priming the system and to replace the hls set advanced if there are scratching noises. The production records of the affected product were reviewed on 2025-12-19. According to the final test results, the product passed the tests as per specifications. Production related influences are unlikely. The review of scrap, rework, enhancements and design changes were reviewed and no abnormalities in regards to the reported failure were found. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The review of the non-conformities has been performed for the reviewed time period. It does not show any non-conformity in regards to the reported failure. Based on the results the reported failure "noise on hls module" could be confirmed due to the provided video evidence. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Note: this event occurred on the indian market. It is a significantly similar device to "hls set¿ which is sold in the USA under premarket submission number k112360. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for hls set with catalog number 701069073.

Event description:
The event occurred in india during treatment. It was reported that a patient was put on va ECMO on (B)(6) 2025. On (B)(6) 2025 abnormal noise was coming from the hls set. Firstly the cardiohelp device was replaced, which did not solved the reported noise. Therefore the hls set was replaced and the reported noise was resolved. There was no flow, gas exchange or pressure issues during the reported event. No harm to any person has been reported. As the hls set was replaced during treatment, a report is required. Complaint ID # (B)(4).